Manufacturer narrative:
The issue is being investigated. A service call will be made to examine the instrument in question.

Event description:
Customer reported an unexpected negative reaction when testing a sample with capture-r ready-screen 3 (crrs3) on the echo instrument. The sample initially resulted negative with all cells. Repeat testing resulted equivocal but was visually positive for cells 1 and 2. An anti-c and anti-jka were identified on a different echo instrument.